Event description:
An infusion pump with a failure code 812:02. The facility rep stated that there were no records of pt incidents since the last baxter service event. Info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.